Event description:
It was reported there was physical damage to the upper right part of the device and that it makes a rattling noise. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery drawer, heart block, lead flex cover, and heart wire contacts are contaminated. One printed circuit board flex is creased. Heart lead flex is contaminated with blood. Upper case is damaged. Lower case is damaged and broken. Heart lead flex screw found loose in the case. Both bail covers and ring cover are broken. One bail and ring are missing.